Manufacturer narrative:
(B)(4). The customer returned two snaplock adapters for investigation. One snaplock adapter was labeled as a "no problem" snaplock and the other snaplock was labeled as having the "same issue" as the complaint device. Neither sample returned is the actual complaint sample. A visual exam was performed on both samples and no defects were observed. Functional testing was also performed and there were no issues found. A device history record (DHR) review was performed on the snaplock adapter and the epidural catheter with no relevant findings. The reported complaint of a disconnection between the snaplock adapter and epidural catheter was not confirmed based upon the information provided or the representative samples received. The actual complaint sample was not returned for analysis. However, the customer did return two representative samples for comparison. The representative samples received were both tested for spo (spontaneous partial opening) issues and neither snaplock was found to have any functional deficiencies. A DHR review was performed on the epidural catheter and snaplock adapter with no evidence to suggest a manufacturing related cause. A potential root cause could not be determined based upon the information provided or without the actual complaint sample. Other remarks:

Event description:
The customer alleges that the catheter separated from the snaplock during use. Another epidural catheter was inserted. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device sample will not be returned. A representative sample will be returned.

Event description:
The customer alleges that the catheter separated from the snaplock during use. Another epidural catheter was inserted. The patient's condition is reported as fine.